Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/16/2020. A manufacturing record evaluation was performed for the finished device lot number paj470, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: lot number: unknown: paj470. H3 device evaluation summary: it was received for analysis an empty opened labeled winding former and a needle-suture piece of product code 8706h, lot paj470. This product code is double armed. During visual inspection of the sample, the swage and attachment area were noted to be as expected; however, marks on the body needle that appears to be by use of surgical instrument could be observed. The suture was examined, and the end was noted split and fraying. The other section of the suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance fraying suture intra-op is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During use of the needle-suture, the surgeon noticed that the suture had been frayed. He supposed that it had been already frayed before use. Further details are not provided. There were no adverse consequences to the patient.